Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the cable on one of the lemo connector ends pulled out from the connector strain relief ¿ exposing the internal wires. The report of a frayed system monitor to power module cable was confirmed. The returned system monitor to power module cable was evaluated and the cable was found to be frayed. Visual inspection revealed that the cable on one of the lemo connectors pulled out from the connector strain relief ¿ exposing the internal wires. The system monitor to power module cable was evaluated by connecting it to laboratory test equipment (power module, system monitor, lvad pump, and system controller). The cable was tested and found to function as intended; no functional issue was identified with the returned system monitor to power module cable. The investigation was unable to determine the root cause that contributed to the cable separating from the intact connector/strain relief. The device history records could not be reviewed due to the records being unavailable and maintained by the vendor. Heartmate ii instructions for use section 4-¿system monitor¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Heartmate iii instructions for use section 4-¿system monitor¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate system monitor instructions for use (IFU) informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor was taken out of service as it would not turn on. It was noted that the system monitor to power module cable was frayed. Upon evaluation of the device, it was observed that the cable had exposed internal wires.